Event description:
It was reported that prior to use, the anesthesiologist discovered a leak in the emg tube. The procedure was completed with the another tube. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that only a size 7 trivantage tube was returned in a large plastic sleeve (non-original packaging). Upon receipt, the paper tape on the harness was intact. Traces of contamination and clear residue were observed on the tube near the clamp shell. No damage was noted to the tube. However, the pilot balloon was damaged, with a small cut observed in the proximal area of the pilot balloon. A syringe was used to inject 15 cc of air into the cuff, and the cuff immediately deflated upon inflation. The cuff was submerged in water for leak observation, and no leakage was observed from the cuff. The inflation assembly was then submerged in water for leak observation, and leakage was observed originating from the damaged area of the pilot balloon. The device failed due to its damaged condition upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.